Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had high temperature. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device. The functional assessment found that the device had high temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear of the bearings over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.